Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. The acrobat wire was first flushed vigorously with sterile water prior to introduction into a boston rx tome. Once the sphincterotome was in position, the wire guide was used to cannulate the common bile duct (cbd). The cannulation happened within two minutes and a sphincterotomy was performed. Once complete, the sphincterotome was removed and a boston extractor pro balloon was to be used to extract the stone. This was placed over the acrobat wire guide after the wire guide was re-lubricated. Upon the first balloon trawl, the balloon caught the hydrophilic portion of the wire guide and appears to have shredded it. This was before the balloon made contact with the cbd stone. The wire guide was removed and replacement with a boston jagwire and the ercp was completed successfully. No section of the device detached inside the pt. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: a prod evaluation was not performed in response to this report because the prod said to be involved was not provided to cook for eval. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the prod that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the prod said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use for this prod notes for best results, wire guide should be kept wet. Also, use of this wire guide with metal tip ercp device may result in damage to the external coating and/or tip of the wire guide. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.